Event description:
This report is being filed upon notification from our MFR and of an event that occurred in another country. Problem: the pt had a mr exam performed on them. The pt was scanned with only the quadrature body coil for a magnetic resonance angiography of the legs. The operator put a sponge between the pt's thighs for separation. This sponge was not a philips' approved foam pad as delivered in the accessory kit. Immediately after the examination a second degree burn appeared between the legs at the location of the sponge. It was a 2nd degree burn approx 3 cm in diameter containing several small blisters.